Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report literature : merolla g, walch g, ascione f, paladini p, fabbri e, padolino a, porcellini g, j shoulder elbow surg, 2018, 27(4):701-710. "Grammont humeral design versus onlay curved-stem reverse shoulder arthroplasty: comparison of clinical and radiographic outcomes with minimum 2-year follow-up."

Event description:
From literature : "grammont humeral design versus onlay curved-stem reverse shoulder arthroplasty: comparison of clinical and radiographic outcomes with minimum 2-year follow-up" merolla g. Et al., j shoulder elbow surg, 2018, 27(4):701-710. 7 complications in the aequalis ascend flex group: 2 fractures of the scapular spine at 3 and 23 months treated conservatively with shoulder immobilization for 4 weeks ;1 acromial fracture at 2 months treated with internal fixation ; 3 infections (2 patients at 1 month and 1 patient at 19 months) -> 2 treated with antibiotic therapy. On these 7 complications 2 required revision surgery -> 1 for infection managed by implanting another reverse prosthesis and 1 for dislocation at 2 months -> implantation of a higher pe insert.